Manufacturer narrative:
Steris made multiple attempts to obtain access to system 1e liquid chemical sterilant processing system subject of the reported event; however, the user facility elected to permanently remove the unit and has not provided steris access to the unit. Without access to the unit, an investigation cannot be conducted, and a root cause of the reported event cannot be determined. No additional issues have been reported.

Manufacturer narrative:
Investigation of the reported event is currently in progress. A follow-up MDR will be submitted once additional information becomes available. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that water was leaking from their system 1e liquid chemical sterilant processing system. As a result of the leak, the user facility elected to postpone procedures as they did not have an alternative method of reprocessing available. No report of injury.